Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus for the programmer was not able to be calibrated. Calibration was attempted to be run "a couple times," but was unsuccessful. A new stylus was ordered for the programmer. The programmer remains in use. There was no patient involvement.